Manufacturer narrative:
Investigation summary: one sample received for investigation, the sample was visually inspected, and the latch mechanism appeared bent/damaged. The sample was also not able to be closed. Fifteen retained samples from the same lot were evaluated, no issues or damages observed, the samples were able to be closed. Furthermore, all samples are 100% inspected for product function during manufacturing. A device history review was performed for lot 2004106, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Given that the latch was bent, the user may have applied force on the latch when the latch was not in the correct position. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when using the bd phaseal¿ optima infusion clamp m25-o the clamp was not working correctly. The following information was provided by the initial reporter: it was reported by customer that the clamp was not working as per procedure.